Manufacturer narrative:
Image review: the executive summary and a computed tomography (CT) video sweep through the evolut was provided. The event description describes severe paravalvular leak (pvl) but then describes it as transvalvular and no pvl. It is unclear what type of regurgitation was present. Unable to determine from the CT what is causing the regurgitation. An echocardiogram was not provided. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that confirmed that only severe central aortic regurgitation occurred; pvl did not occur. It was noted that intervention was not performed, and the patient would be followed up with.

Event description:
It was reported that approximately 4 years following the implant of a transcatheter aortic valve, the valve failed due to paravalvular leak (pvl) of unspecified severity. Additional information was previously reported, but not captured in the initial narrative: approximately (B)(6) following the implant of the valve, the valve failed due to transvalvular regurgitation. An echocardiogram was performed that revealed severe aortic insufficiency, mild mitral regurgitation, moderate tricuspid regurgitation, aortic stenosis with a mean gradient of 10 millimeters of mercury (mm hg), and no pvl was reported. Additional information was received that the severity of the pvl was severe, and treatment was undecided.

Manufacturer narrative:
Updated data: b5. Corrected data: b2. Outcome attributed as erroneously omitted from the initial medwatch. D6a. Implanted date is approximate. Month and year are confirmed valid. H1. The event was initially reported for malfunction. However, it was previously reported, but erroneously not captured in the initial medwatch, that a life threatening injury occurred. The event is now a reportable serious injury. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years following the implant of a transcatheter aortic valve, the valve failed due to paravalvular leak (pvl) of unspecified severity.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.